Event description:
A report was recived on 02/2002 from a doctor regarding a patient who had a left eye memorylens implant the previous month. The patient presented for exam on event date with inflammation and corneal decompensation, cells 2+, moderate severity. The patient was treated with steriods. The doctor's prognosis for the patient was marketed as fair.